Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem technical support informed customer that fiasp insulin is off label per the user guide. A supply change was performed resolving the occlusion. Customer's blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.